Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the device fall off could be determined as the complaint could not be confirmed.

Event description:
Patient reported to the v-go customer care representative that he encountered three v-go devices that reportedly fell off prior to the 24hrs.